Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was recovering from this peritonitis event. Two days prior to the peritonitis onset, pd therapy was discontinued. The patient was changed from automated pd therapy to continuous ambulatory pd therapy. No additional information is available.